Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6): it was reported that on (B)(6) 2024, an unknown size navitor valve was successfully implanted in a patient. The patient was administered heparin for procedure and had a minimum activated clotting time (act) level of 122 seconds and a maximum act level of 256 seconds. A pre-implant balloon aortic valvuloplasty was performed using a 22mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure due to being deployed too high. During procedure, it was noted that the patient developed a 0.89cm localized, basal pericardial effusion. There was no pericardial effusion noted prior to procedure. There was no cardiac tamponade was present. The decision was made to perform a pericardiocentesis. The patient was administered protamine or reversal agent during procedure or after the procedure. It was also noted that the patient developed a complete heart block. The complete heart block persisted after implant of the 27mm navitor vision valve. The final non-coronary cusp implant depth was 3mm. There was no difficulty implanting the device, such as multiple manipulations and no multiple wire or delivery sheath exchanges. The patient left the operating room with temporary pacing. On (B)(6) 2024, the decision was made to implant a permanent pacemaker. The patient did have prolonged hospitalization for monitoring of heart rhythm.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that the patient had an underlying right bundle branch block (rbbb) prior to procedure. It was noted during procedure the patient developed a transient complete heart block after the performed a pre-implant balloon aortic valvuloplasty using a 22mm non-abbott device. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Post-procedure, a transthoracic echocardiogram was performed and confirmed the presence of a large pericardial effusion. After implant on (B)(6) 2024, it was noted that the patient's complete heart block persisted. The cause of the patient's pericardial effusion is unknown.

Manufacturer narrative:
An event of heart block (complete heart block) and pericardial effusion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. A cause for the reported pericardial effusion could not be conclusively determined. The reported surgery, unexpected medical intervention, and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.